Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. This evaluation included a visual assessment as well as functional testing. The device failed flow testing due to an uncontrolled flow condition. Engineering found that all four pressure plates were under-traveled and the valves were unable to fully occlude a loaded IV set as designed. An internal visual inspection revealed the following abnormalities: mechanism was not properly seated in the front case, the lower auxiliary flex adhesive pad had been removed from the front case and hung freely, the door hook shims had been removed from underneath the door hooks, and a blue jumper cable was observed to connect from the input/output printed circuit board to the upper latch switch. All the evidence suggests that the mechanism had been removed from the front case while in the field. An alteration to pumping hardware has the potential to adversely alter the factory-calibrated delivery performance, which has occurred in this case. Causality of the uncontrolled flow was determined to be unauthorized user facility maintenance i.e. The door hook shims were removed and the mechanism was removed from the front case and not properly seated when re-installed. These factors compromised the pumping hardware setup that was originally calibrated in the baxter medina facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device uncontrolled flow was observed. No additional information is available.